Manufacturer narrative:
Additional information was provided which states that the hematoma resolved and the pump is not available.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 80 year old female who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient's underlying medical history and comorbidities were not shared. The pump was placed and when the team removed/peeled back the drape, the team observed a hematoma. There was no active bleeding, but the team applied manual pressure to treat the hematoma. The patient was sent to the ICU, and when the hematoma continued to grow in size, the hematoma warranted additional manual compression. The team made the decision to escalate care from the impella cp to the impella 5.5. The pump was explanted and the 5.5 was placed via the axillary graft site to continue the care. The patient did expire on the 5.5 (captured in complaint (B)(4)) with multiorgan failure. This cp pump is reportable for the hematoma. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Bleeding is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3, g1. Corrected: d1, d4 (serial). Hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.